Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly would not power on after water exposure and the reporter noted moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with visible moisture in the display lens. The pump does not power on; no audible or vibratory sounds. Investigators were unable to download the pump history and black box data. Pump fails leak test due to crack between upper right corner of the display lens and the case seal. Removed pump cover; internal moisture was present in pump.